Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on the provided lot number for needle clog. This is the 1st. Related complaint for needle clog for this lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported pen ndl 32g 4mm pro 100 box 1200 us had a needle clog issue, making it difficult to prime. The following information was provided by the initial reporter: "consumer also reported needle clog during priming, stated that there is no insulin flow."